Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Blood glucose value not provided. Reportedly, the customer's pump stopped pumping insulin; however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Although requested, the customer declined to provide additional information regarding the issue.